Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿bonded part¿ of an interlink solution administration set disconnected during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, the swage area of the injection site was observed broken. The reported condition was verified. The cause of the event was determined to be human error. Should additional relevant information become available, a supplemental report will be submitted.